Event description:
Additional information was received: it was reported that the cause of the impedances wasn¿t known, however it was supposed to be a short circuit and not high impedances as the impedance readings were 194 ohms. The device was sent back for analysis.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 3708695, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type extension; product ID: 3708695, serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: the extensions (serial# (B)(6) ) were received. H3: the returned extension (serial #: (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #0 connector was twisted in the molded rubber at the distal end of the extension. The returned extension (serial #: (B)(6) ) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #2 and #3 connectors were pulled out/off at the proximal end of the extension. H6: conclusion code 67, method code 4117, and result code 3221 no longer apply. Codes 10, 114 and 19 apply to both extensions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 30-apr-2024, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 30-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the ins and extension implant procedure high impedance was noted on contact 1-2 on the extension, and the damaged extension was replaced. The hcp decided to attach a second extension to the first,and pull it through the previous tunneling. The new extension was torn while being pulled though the previous tunneling. A third extension was tunneled and the issue was resolved.